Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer requested and delivered too large of a bolus after consuming food. Subsequently, the customer's blood glucose (bg) decreased to the 40's mg/dl. The customer's mother woke the customer in order to address bg by the customer consuming food. Recommendation was made to consult with healthcare provider regarding diabetes management.